Manufacturer narrative:
(B)(4).

Event description:
In recent weeks prior to the date of this report, the pt experienced withdrawal. Specific symptoms of withdrawal were not reported. The pump contained fentanyl 10,000 mcg/ml. There were multiple motor stalls/recoveries noted in the pump event logs. The dates shown in the logs that were related to the stall/recovery events were: (B)(6) 2011, (B)(6) 2011, (B)(6) 2011 and (B)(6) 2011. Pump replacement surgery was planned. On (B)(6) 2011, it was reported a pump alarm was heard and confirmed by telemetry. The alarm was due to a constant motor stall. There was no magnetic interaction. The plan was to replace the pump on (B)(6) 2011. Additional info has been requested and will be reported if it becomes available.